Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery, which was greater than 5mm in diameter. It was reported that the physician encountered a "little" resistance during the insertion of the device. The physician decided to remove the device and inserted a 7 fr. Dilator. The physician believed that the resistance was due to scar tissue at the access site. The dilator was removed and the perclose device was re-inserted without difficulty. The foot and the needles were deployed. The plunger was removed, the suture was cut and the foot was parked. It was reported that the device could not be removed. The physician checked the access site under fluoroscopy and stated that it "appeared" that the foot was parked. The physician then deployed and parked the foot again and attempted to remove the device without excessive manipulation. The device could not be removed. The physician manually separated the body of the device in order to confirm that the actuator wire was functioning properly by controlling the foot. The physician still could not remove the device; therefore, a suregon was consulted. The surgeon examined the pt in the catheterization lab and decided to manipulate the device. The cardiologist stated that he heard a "snap". The surgeon then performed a cut down procedure and stated that the device was broken. The surgeon requested the anesthesiologst to sedate and intubate the pt. The surgeon then removed the device and repaired the artery with a suture. The device was broken at the distal guide just below the foot. The estimated blood loss was reported to be between 200c-300cc. The pt did not require a blood transfusion. The pt was transferred to the intensive care unit. The next day, the pt developed an unspecified sized hematoma and was taken to surgery for exploration and repair of the artery with a bypass graft. The pt was discharged home three days later and is doing "fine".